Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. The distributor's clinical representative was in attendance. Prior to the procedure, the applicator was successfully tested at 100w for 10 seconds. The patient had a solitary lung lesion located peripherally close to the pleura. The doctor was able to station the applicator, percutaneously, by passing through intercostal muscle only - so soft tissue only, no cartilage or rib obstruction. After stationing the device he determined that his placement in the tumour was not completely central. He described partially withdrawing the device to the pleural edge so as not to risk inducing a pneumothorax with a full withdrawal. He then re-advanced at an adjusted angle and achieved a placement he was satisfied with. He did not sense undue lateral forces being exerted on the device in this maneuver. During the 4 minute ablation at 140 watts, the solero generator stopped with 1m32s remaining and gave the error "high reflective power". After confirming on CT, the radiologist removed the applicator when it was observed that part of the ceramic tip was still in the patient's lung. On subsequent CT imaging the tip fragment was seen to be remaining in the central area of the "ground glass" coagulation zone observed. The coagulation zone was considered adequate to achieve a complete ablation as intended so no further treatment was required. A medical determination was made to not attempt to remove the tip as it was located too deep in the lung tissue to be removed without an open procedure. This would be too invasive, patient is too ill, and additional costs for open procedure is too high. It was reported the patient was stable post procedure. Additional information: the ablation zone size/dimensions - 15mm a gangi- hydroguard coaxial needle-17g 12.1cm was used to infuse saline

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the ceramic tip was detached. The customer's reported complaint description of tip fractured and detached is confirmed. The ceramic tip of the device was broken off and approx. 4mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured, and detached the ceramic tip. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).